Event description:
It was reported that patient was on the nkv550 ventilator in the emergency room (ER) for several hours. The patient was then transferred to the intensive care unit (ICU) and placed back on the nkv550 ventilator. After about 5 minutes, the graphic user interface (gui) screen went dark, the breath delivery unit (bdu) continued ventilating patient. The patient was stable throughout and there was no harm to the patient. The patient was placed on another ventilator.

Manufacturer narrative:
Device evaluation is expected, once more information is obtained a follow up summary will be reported.

Manufacturer narrative:
See attached follow up summary report.